Event description:
The facility reports the caregiver was raising the resident in the lift. The lift failed to catch when the handle was released. The employee sustained an injury to the right hand near the thumb. No resident injuries reported.